Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01494. This report is being submitted as additional information. Approximate age of device ¿ 9 months. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a pump stop event associated with a driveline disconnect. The submitted log file contained data from 5/06/2017 to 3/06/2018. Analysis of the log file revealed a pump stop event due to the driveline being disconnected causing the pump¿s motor to stop. Prior to the driveline disconnect, the pump remained above the low-speed limit and appeared to be functioning as intended. The driveline was not reconnected; however, the controller was reconnected to the power module on 10/25/2017 and 3/05/2018. The patient remains ongoing on heartmate ii left ventricular assist system. Multiple attempts for additional information were made and no further detail was provided. The heartmate ii left ventricular assist system instruction for use and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that review of the submitted routine system controller log files by a representative of the manufacturer¿s technical services revealed a motor stopped on (B)(6) 2017 at 13:37 which was associated with a driveline disconnect. No further information was provided.